Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had crack. Customer's blood glucose level was 239 mg/dl at the time of the incident. Customer stated that insulin pump exposed to moisture. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.